Manufacturer narrative:
Investigations confirmed valve damage. Per product manual customers are instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered final.

Event description:
Natus medical received a complaint on jun 6th, 2017 stating vac-pac had valve damage. The customer was advice by tech support to not use the vac pac any further. There was no report of harm, death or serious injury cause by the device.